Event description:
Paramedics were using the unit to routinely monitor a non critical 22 year old female who had experienced a syncopal episode. The monitor display allegedly became erratic displaying random spikes and varying in intensity. There were no adverse affects to patient care as a result of the alleged malfunction.